Event description:
A customer reported an issue with the speaker and vibration function of their insulin pump, specifically that the speaker was not audible. Their blood glucose level was 52 mg/dl. The customer consumed soda and candy to address the low blood glucose level and did not require third-party assistance. Technical support guided the customer to adjust the sound settings, confirmed the pump made an alert sound, and concluded that the pump was operating correctly. The customer was advised that they could adjust the settings back if needed and was able to resume insulin therapy.